Manufacturer narrative:
Throughout the data analysis, a systematic issue was not observed and a product problem was not found. The most likely cause for the discrepancy observed is due to the sample having a low viral load where results are known to waiver, the differences in testing methods, and the off-label collection kit. If a collection kit is used that has a lower volume of media, then any potential interfering substances collected will be more concentrated. If there is a high level of interfering substances present in the sample (blood, mucous, etc.) Then this could have a negative impact on assay performance including delayed CT values and lower amplification.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from ireland alleged a discrepant result for one patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The sample initially generated a positive result for sars-cov-2 and influenza a (negative for influenza b). The same sample was retested on a competitor platform (genexpert) which yielded a negative result for sars-cov-2 and influenza a, influenza b and rsv. The initial positive sars-cov-2 and influenza a results were reported. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.